Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer damaged the usb cable and subsequently experienced difficulty fitting the cable into the pump which resulted in difficulty charging the pump. Blood glucose level was between 250-260mg/dl. Replacement cable sent to customer.